Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual evaluation showed that one unopened device from the same lot as the complaint was returned from the customer for evaluation. The returned packaging and device show no manufacturing abnormalities. A functional evaluation showed that the plug deployed into the anchor with no shredding or flaking observed. The proximal anchor was deployed to the distal anchor with no shredding or flaking observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: b5 and h6.

Event description:
It was reported that during shoulder surgery, one healicoil knotless anchor was shredding, with bits of plastic ending up loose in the shoulder joint. All the material was removed using graspers. The procedure was completed with a similar device. A delay in the surgery occurred; however, the exact duration is unknown. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during shoulder surgery, one healicoil knotless anchor was shredding, with bits of plastic ending up loose in the shoulder joint. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.